Event description:
A manufacturer representative reported that they saw the patient a couple of months prior to the report and the impedances were fine and the patient was feeling stimulation appropriately in their back. They saw the patient a day prior to the report and the patient was experiencing a shocking sensation. It was unknown when the shocking sensation started. The shocking happened randomly even at low amplitudes and the patient would have to turn the stimulation off. The shocking occurred in the patient's leg. They were unable to recreate the shocking sensation in office. They were able to program the patient to obtain some coverage with no shocking but they would also get stimulation in the patient's ribs or too low in their legs when the patient needed back coverage. The device also had high impedances which were first noticed on (B)(6)2016. Contacts 0, 1, 5, and 7 were greater than 10,000 ohms and the rest were around 10,000 to 12,000 ohms. Other impedances were noted to be: electrode 2: 3,400 ohms electrode 3: 5,000 ohms electrode 6: 1,500 ohms electrodes 4 and 5 would fluctuate around 8,000 ohms. Contacts 8 through 15 were around 1,000 ohms. It was unknown which electrodes were being used as the referenced electrode during these measurements. The impedances were tested at 1.5v and no higher since the patient had some discomfort when running at 1.5v. They would program the patient on contacts that would provide coverage and the patient could feel stimulation at 4v. They would then change to a different program and then go back to the original program that was working previously but the patient couldn't even feel stimulation at 8 or 9 volts. There were no falls or trauma associated with these issues and the issues were not linked to positional movement. The patient was scheduled to have x-rays. The patient was implanted for postlaminectomy pain and spinal pain.

Event description:
Follow up information received from the manufacturer's representative reported that x-rays were taken and the physician stated the leads looked fine and had not moved. There was no further information on the high impedances and the shocking/stimulation issues as there was no answer as to why this happened. The patient's doctor was referring the patient to an orthopedic spine specialist to look at the x-ray images for other causes of the back pain. Replacement of the paddle lead and/or the implantable neurostimulator (ins) was on hold until referral was looked at.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.